Event description:
It was reported that the patient had numbness on the left side of abdomen. It was noted it was like ¿full complete abdominal, down the leg numbness¿ on the patient¿s left side. It was reported that the patient¿s healthcare professional (hcp) thought the paddle lead from ¿stim¿ was causing numbness. It was noted that on the day of report the patient was going to hcp for a nerve conduction study on patient¿s abdominal area. It was reported that the patient was "most concerned about the numbness because it makes me falls, I don't feel steady." It was noted that the patient started noticing the numbness about 2-3 weeks prior. It was reported that it ¿has gotten rapidly, progressively worse, in frequency and duration."

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 377875, lot# j0555561v, implanted: (B)(6) 2006, product type: lead; product ID 3887-33, lot# j0222748v, implanted: (B)(6) 2004, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).